Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to blood glucose (B)(6) 2017, with blood glucose of 48mg/dl at time of the incident. The customer's blood glucose was 378 mg/dl at the time of the call. The customer was priming and accidentally pushed the contents of an entire reservoir into her body, as she was connected during this process. The customer was given carbs to treat and then was discharged the customer wearing the insulin pump during the incident. Troubleshooting was not completed as the incident happened due to the customer not knowing how to correctly prime the insulin pump will not be returned for analysis